Manufacturer narrative:
Add'l info will be submitted within 30 days upon receipt. This is 1 of 5 reports submitted for related events that are occurring in 1 pt. Please reference mfg numbers: 3003742466-2006-00786, 3003742466-2006-00787.

Event description:
Pt is complaining of chest pain and shortness of breath. Pt had 2 stents implanted in 2003. His chest pain persisted and a 3rd stent was implanted a week later (7 days later). Pt states he "can't even walk to get the mail." Pt now needs coronary artery bypass graft (CABG) because "the stents don't work". According to pt, last hosp visit was 2006. He has also rec'd 3 angiograms since his stents were implanted in 2003. According to his physician, the stents are clogged and he needs a CABG. He is also scheduled for a cat scan and an ultrasound of the neck in preparation for the CABG surgery.